Event description:
It was reported that during an unspecified procedure, the wire coating was damaged. While advancing the wire through an unspecified catheter, it was getting stuck. The physician felt that wire had rough edges or maybe the coating was bad. It appeared the coating was peeling from the wire or may have been otherwise damaged. There were no patient complications and the procedure was completed with another of the same device.

Manufacturer narrative:
Pt. 18 years or older. (B)(4)